Event description:
It was reported via repair work order that the brakes would not engage or disengage due to a malfunctioning brake control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.